Manufacturer narrative:
Upon further clinical review it was assessed that the labeling addresses the issue of ("balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.") Additionally, the device manufacturer date was updated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One fogarty catheter was received by our laboratory for a full product evaluation. As received, the balloon latex and distal windings were not returned. Spring tip was stretched. Proximal windings appeared to be in good condition. No other visible damage or abnormality was observed from returned unit. Based on this, the report of "catheter tip broken" was confirmed. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further investigation performed by the engineers at the manufacturing site, there are production controls in the manufacturing process to prevent this type of malfunction. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing, or design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during device preparation prior to use in patient the catheter tip of this fogarty catheter was found broken. There was no allegation of patient injury. The product was received for evaluation and a fracture of the tubing was found near the tip of the catheter.